Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2017: the patient was presented with a fractured rod at l1 level. Patient had a t9 to l5 fusion. The fracture of the rod was caused by a non union on the t12-l1 level. Patient underwent revision surgery in which broken rod was explanted.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, patient complained of rod breakage. No other information was made available.